Manufacturer narrative:
A boston scientific technical services consultant documented and discussed contacting cardiologist's business office and ask about charges for routine device check, and options for payment. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated he thought he may have had a couple recent cardiac events. He reported that one event occurred during a tooth extraction and he believes he passed out and he wasn't sure if the device provided appropriate therapy or if his health care provider intervened to wake him up. The patient does not have medical insurance and was inquiring about routine device checks. No adverse patient effects were reported.